Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was damaged to the rubber part of the plunger. To aid in the investigation, one sample with no packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed. The plunger rod thumb press is damaged. Together with the sample, we received four pieces of plastic from the plunger rod thumb press. The syringe rubber stopper has no damage. The photo provided shows an upside-down syringe. The plunger rod-rubber stopper has a white line. From the photo, it is not clear if the line is an effect of the lighting. No other information could be obtained from the photo. No other defects or imperfections were observed. This plunger rod damage condition occurs if there is a jam during the plunger rod assembly process. The sample will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom of plunger rod damage is confirmed.

Event description:
No additional information received.

Event description:
Description/event details: damage to plunger rubber part. No patient involvement. Kindly provide date of occurrence: 4/feb/2025. Kindly provide lot no : unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.